Event description:
An evercross pta balloon was being used for treatment of a calcified lesion in the proximal region of the right superficial femoral artery. A 7fr non-medtronic sheath and a 014 nitrex wire were used. A non-medtronic inflation device was used with 50/50 contrast inflation fluid. It was reported during the first inflation a circumferential/radial balloon burst occurred. It is not known at what pressure the balloon burst. The device was safely removed, the balloon did not detach, and the procedure was completed using another evercross balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.